Manufacturer narrative:
Follow-up #1 date of submission 02/06/2015-product analysis:the device was returned and evaluated by product analysis on 01/26/2014 with the following findings:three battery compartment cracks were observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.